Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had been fine after the procedure. The returned guidewire had its coil wire elongated from the middle solder and the core wire fractured at approximately 44mm from the middle solder. The core fracture site was observed under a microscope. It revealed that the core wire was twisted and had a flat fracture surface. These findings suggested that the core wire fractured due to rotational force. The distal tip of the guidewire was also observed. At approximately 2mm from the tip, the coil wire remained non-elongated. On the distal end of the coil wire, the proximal solder was found. At approximately 10 - 25mm from the distal tip, the core, composed of a core wire and inner coil wire, was found fractured. The fracture site of the inner coil wire was also observed under a microscope. The inner coil wire was found tightened as if it wrenched off the core wire. To observe the fracture site of the core, the coil wire was unraveled. The core was found fractured at approximately 2mm from the distal tip. The coil wire remained in one unit. By measuring the core, it was concluded that the entire guidewire was retrieved. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that excessive torsion exceeding the product's design limit might be inadvertently applied to the guidewire while its tip was trapped by the heavily calcified cto lesion. When the accumulated torsion reached to the material strength, it caused the core to be fractured. Elongation of the coil wire was assumed to be occurred upon removal of the guidewire from the anatomy. There was no indication of product deficiency. Although no health harm to the patient was reported, it could have cause patient harm if this were to recur, and additional intervention was necessary to retrieve the broken guidewire, thus this malfunction was considered reportable. The instructions for use states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci to treat a heavily calcified cto lesion in the rca #3, the subject guidewire was used after another guidewire failed to cross the lesion. When the subject guidewire was advanced, it became trapped by the cto lesion and its coil wire got elongated. A gooseneck snare was used to remove the guidewire. The physician considered any guidewire could cross the lesion and determined to terminate the procedure.